Event description:
Pt was in ICU on monitor. Monitor screen indicated flat line for ECG, pulse oximetry and bp. Gave appearance of arrest. Pt was in dnr status. Staff momentarily considered that pt had expired and considered terminating life support. Monitor was replaced and functioned correctly. Condition could not be duplicated.